Manufacturer narrative:
No sample was received for evaluation. Records indicate the product was manufactured in accordance with all specifications and requirements.

Event description:
It was reported on 11/14/2023 that theholmium fiber broke was broken.